Event description:
Note: this report pertains to second of the two autotome rx 39 used during the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, when they were trying to make a sphincterotomy the cutting wire broke. A second autotome was used and the cutting wire was also broke. Reportedly, no part of the device was detached inside the patient. A partial sphincterotomy had been performed with the first autotome, and then they were able to cut a little more with the second autotome. They intended to cut further, but after the wire broke on the second autotome, the physician decided to place a plastic stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken, blackened and bent. Additionally, working length was found bent in proximal section. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to second of the two autotome rx 39 used during the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when they were trying to make a sphincterotomy the cutting wire broke. A second autotome was used and the cutting wire was also broke. Reportedly, no part of the device was detached inside the patient. A partial sphincterotomy had been performed with the first autotome, and then they were able to cut a little more with the second autotome. They intended to cut further, but after the wire broke on the second autotome, the physician decided to place a plastic stent. There were no patient complications reported as a result of this event.